Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a patient whose implantable pump was delivering an unknown drug at the time of the event. The indication for use was noted as spinal pain. The patient stated that the pump was removed the day after it was implanted due to the patient developing an allergy to the plastic of the device. The pump was removed on (B)(6) 2007